Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation tmj system right fossa component, medium catalog #: 24-6560 lot #: 458600a, biomet microfixation tmj system right standard mandibular component catalog #: 24-6550 lot #: 450640a, biomet microfixation "2.4 mm" system ht cross-drive screw catalog #: 91-2708 lot #: ni, biomet microfixation "2.4 mm" system ht cross-drive screw catalog #: 91-2710 lot #: ni, biomet microfixation tmj system cross drive fossa screw catalog #: 99-6577 lot #: ni, biomet microfixation tmj system cross drive fossa screw catalog #: 99-6579 lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00507, 0001032347-2018-00508, 0001032347-2018-00509, 0001032347-2018-00510, 0001032347-2018-00512, and 0001032347-2018-00513.

Event description:
It was reported by the patient that she had a revision of the tmj implants due to her nickel allergy. A joint from tmj concepts was implanted. In addition, she stated she is no longer able to work or drive and she has bad vertigo and nerve damage. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
There was a revision performed in which the implants were removed and replaced; therefore the complaint is considered confirmed. Product identities were confirmed via tmj tracking. Functional testing and inspections could not be made due to the parts not being returned as they were discarded by the hospital. The patient reported having allergy testing done in january 2018 which confirmed her allergy to nickel. The instructions for use (IFU) for this product has the following in the section titled contraindications: known allergic reaction to any materials used in the components. Note: patients with known or suspected nickel sensitivity should not have co-cr-mo devices implanted since this material contains nickel. In the section titled adverse events: foreign body or allergic reaction to implant components. The device history record (DHR) for the fossa was reviewed and there were no non-conformances found. The manufacturing history for the mandible were reviewed and there were no non-conformances found. The dhrs for the screws were not reviewed due to the lot numbers being unknown. Investigation results concluded that the reported event was due to patient condition. There was no allegation made against the implants themselves. There are no indications of manufacturing defects. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00507-1, 0001032347-2018-00508-1, 0001032347-2018-00509-1, 0001032347-2018-00510-1, 0001032347-2018-00512-1, and 0001032347-2018-00513-1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The risk assessment for this complaint was updated, which yielded an update to the complaint history. This is the only complaint regarding a revision surgery to replace the implant due to allergic reaction for this mandible (item# 24-6550, lot# 450640a) and fossa (item# 24-6560, lot# 458600a) component. There is no indication that the screws involved in this case contributed to the failure, therefore the screws complaints histories were not reviewed as part of this risk assessment.

Event description:
This follow-up report is being submitted to relay additional information.